Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that a patient underwent a sling procedure on (B)(6) 2007. In (B)(6) 2009, the patient was experiencing urinary tract infections and required to self-catheterize four or five times a day. The surgeon performed another cystoscopy and urethral dilation but did not cut the tape. On (B)(6) 2009, the patient was admitted with symptoms of a urinary tract infection. In (B)(6) 2010, the patient underwent a flexible cystoscopy and no tape erosion was seen. In (B)(6) 2010, the patient underwent urodynamics which demonstrated gross over-activity with bladder contraction but no flow. On (B)(6) 2010, the patient underwent a procedure for division of the tvt. On (B)(6) 2010, the patient was admitted for a trial of voiding and found that there was a clear obstruction. In (B)(6) 2013, the patient continued to have an obstruction with over activity, but no contraction in the bladder. The patient¿s symptoms failed to resolve. The patient continues to suffer loss, injury and damage.

Manufacturer narrative:
(B)(4).